Event description:
Periprosthetic femur fracture sustained from a fall, so the patient's left hip stem was revised. All other components remained implanted.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade stem. It was noted that no additional information or documentation will be provided due to hospital policy. Device hospital retained device.

Event description:
Periprosthetic femur fracture sustained from a fall so the patient's left hip stem was revised. All other components remained implanted.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method & results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Insufficient information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined, further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.